Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information during insertion into the patient, the connection of the dj catheter became detached, necessitating its removal. This not only prolonged the procedure but also caused the patient pain and increased radiation exposure.